Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she noted the pre-cut hole of the natura wafer was off center prior to use; however, she used the wafer anyway. The end user further reported that when removing the wafer after 3 days of wear, she noted a cut to her stoma. The cut was described as a white line on her stoma. It was reported that scant bleeding was noted, which resolved almost immediately with pressure to the area. No other interventions were needed. No further information or photographs were provided.